Event description:
The customer stated that during routine inspection and testing they observed smoke and noted melting of the iui connector. The customer contacted tech support to find out if cleaning solution can cause the device to smoke. The customer said that they have concluded that one or both of the iui's were not dry when the devices were connected. There was no pt involvement/ no pt harm or medical intervention.

Manufacturer narrative:
(B)(4). Although requested, the device has not been rec'd. A follow up report will be submitted with investigation results should the device be rec'd for evaluation.